Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank flashing white display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement and displacement test or verify the hrm task did not grant motor power in reasonable time., hardware low level failures., and the motor arm cannot communicate with the main arm due to display anomaly. Motor was tested outside device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarm. Customer stated that insulin pump was exposed to moisture. Customer was able to clear the alarm and was able to rewound the insulin pump. Insulin pump had passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis